Event description:
Litigation alleges that the patient suffers from pain and discomfort due to friction and wear the cobalt chromium metal head and cobalt chromium metal liner. It is also alleged that the patient has trouble walking.

Event description:
Litigation alleges that the patient suffers from pain and discomfort due to friction and wear the cobalt chromium metal head and cobalt chromium metal liner. It is also alleged that the patient has trouble walking. Update - (B)(4) 2012 - medical records were received from legal. Part/lot information was identified. Patient was revised to address dislocation. Records are available on external hard drive if needed for further review.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened. Not returned.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, explant date, date received by manufacturer, PMA/510(k) #, manufacture date. The investigation has been reopened due to receiving part and lot number. Depuy will notify the FDA when the investigation is complete.

Manufacturer narrative:
(B)(4). Added: expiration date, patient/device code.

Event description:
Ppf alleges dislocation and metallosis/metal wear. After review of medical record, patient was revised to address recurrent dislocation of left total hip arthroplasty and a small cyst was also found just lateral to the trochanter.